Manufacturer narrative:
The reported event of guidewire failure to advance was confirmed. A complete lead without a guidewire, was returned in one piece for analysis. Visual inspection found a puncture to the lead insulation and the inner coil was kinked/stretched at the s-curve region of the lead consistent with procedural damage. The cause of guidewire failure to advance was due to inner coil damage consistent with procedure damage.

Event description:
New information received notes that during the procedure, the guidewire had failed to advance in the left ventricular (lv) lead and had stuck.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire had failed to advance in the left ventricular (lv) lead. The lv lead was removed and replaced. The patient was in stable condition.